Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 49 mg/dl at the time of incident and current blood glucose level was 209 mg/dl. Customer also stated that the insulin pump had replace battery alert and received a low battery alert prior to the replace battery alert. Customer treated hypoglycemia with carbs. Customer assisted in performing a self test, did not see missing segments during the self test and self test passed. Customer declined trouble shooting for hypoglycemia. The insulin pump will not be returned for analysis.